Manufacturer narrative:
No specific information regarding the procedure date was provided; therefore, no da vinci system or instrument log files are available for review, and a device history record cannot be performed. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died from an undefined pulmonary issue after a lobectomy. The cause of death and the events that led to the death are not reported. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after a da vinci assisted pulmonary lobectomy procedure was successfully completed, and at an unspecified time, the patient later experienced difficulties breathing and expired. The surgeon reported to the intuitive clinical sales representative that the procedure went well, the patient had been discharged, and was recovering. Family members reported the patient death; it was unclear if the patient had returned to the hospital due to their symptoms, or if they expired at home. No issues with the da vinci products were reported for this procedure. The date of the procedure and date of death were not provided. Attempts to obtain additional information from the surgeon have been unsuccessful.